Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contact stryker to report no critical issue about their customer's device. Upon evaluation it was observed that the device is not able to deliver defibrillation energy. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contact stryker to report no critical issue about their customer's device. Upon evaluation it was observed that the device is not able to deliver defibrillation energy. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Third party service agent contact stryker to report no critical issue about their customer's device. Upon evaluation it was observed that the device is not able to deliver defibrillation energy, there was no reports of patient use associated with the reported event.